Manufacturer narrative:
The insulin pump had intermittent button response due to flatten down buttons dome switches. No unexpected numbers ramping during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers were ramping/scrolling up on their own, without input from the customer. The customer's blood glucose was 123 mg/dl. Nothing further was reported.